Event description:
The customer stated error code# 1118 (invalid test result, intercept too low) was generated when running the axsym digoxin iii assay. The error code was again generated after centrifuging the sample. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.